Event description:
Patient presented to the physician with the stimulation lead eroding through the skin at the chest and neck incision site. Physician brought the patient into the or and removed the entire inspire system.